Manufacturer narrative:
This case was inadvertently reported. The customer only required preventative maintenance instead of service repair.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported to philips that the backup battery was not working. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.